Event description:
Surgical tech was unwrapping esophageal dilators when mercury spilled out of sterile packaging resulting in hazardous material exposure to the pt and staff. Two dilators found to have dislodged caps allowing mercury to spill out.